Event description:
Facility alleges an arterial header crack occurring at the start of dialysis. Dialysis stopped; blood circuit discarded. Estimated blood loss 200cc. Dialysis restarted with another dialyzer with no further problem. No further medical intervention required.